Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Inpen front shell locked properly with back shell. Missing injection foot. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality, displacement dose accuracy, and leadscrew anomaly due to missing injection foot. Inpen passed front cap investigation. In conclusion no insulin is dispensed when the injection/dose button is pushed due to missing injection foot. Unable to verify customer's complaint for leadscrew anomaly due to a missing injection foot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the inpen screw did not move when the injection button was pushed after replacing the cartridge, resulting in no insulin being dispensed. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed, and the customer reported that the issue persisted despite confirming the injection foot was in contact with the cartridge plunger. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105elpkna was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.